Event description:
A 51 yr old male with history of retinal detachment of the left eye which was repaired by way of scleral buckle. This procedure was done at another facility on 7/19/99. The pt was doing well but was noted to start complaining of double vision and pain in the left eye. He was observed for a period of time with no improvement in the symptoms. On 9/14/99 the pt underwent surgery for removal of scleral buckle left eye. Since the device was not put in at reporting facility rptr has no info concerning the device itself.